Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned loose in the product box with the inner shaft bent almost 90 degrees at the distal end. There is debris on the insertion device and no suture material or anchor fragments were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include include excessive force on the device, excessive torque on the device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the anchor of the footprint ultra pk suture anchor broke. All the pieces were removed from the patient using tweezers. The insertion site was cleared of all debris prior to insertion and the insertion site was prepared with a 3.8 mm drill. The procedure was completed with a non-significant surgical delay using a back up device in the originally drilled hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).